Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 96 mg/dl. The customer ran a manual prime and the insulin pump still alarmed no delivery. The customer stated they they were going to troubleshoot on their own and call back if the problem continues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.